Event description:
It was reported that a user experienced recurrent hypoglycemia approximately four hours after meal announcements while using the ilet, with the user allowing the system to alert low before treating in an effort to influence algorithm response; the lowest reported glucose was in the 60s for about one hour, and the event was treated with oral glucose in the form of 3.5 ounces of soda. Symptoms included no reported clinical manifestations such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included correction at home without medical intervention, hospitalization, or ketone testing, and no reported functional impairment. Investigation included complaint intake, user education, and troubleshooting with a plan for follow-up review of uploaded reports. Investigation of this case revealed no device malfunction reported and an unclear cause for hypoglycemia given the timing after meals and the user¿s practice of waiting for the low alert before treating. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.